Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) seal was lifted. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing confirmed the customer's reported issue. The investigation determined the dso seal was lifted. The dso seal was replaced. (B)(6).

Event description:
It was reported that the device had a downstream occlusion (dso) sensor blister. Per reporter, the event occurred during testing and there was no patient involvement. Analysis of the device found that the dso seal was lifted.